Event description:
The surgeon reported several cases of exudate in the anterior chamber. No sign of corneal involvement, hence the surgeon did not consider this to be tass. The patient was treated with maxidex hourly, and the exudate disappeared. Additional information from the surgeon stated no recent changes to cleaning methods or surgical technique, although all cases have occurred since changing to a new I/a tip. There were no change in drugs used (antibiotics, anesthetics, irrigations etc.) The I/a tip is usually rinsed with water within 10 minutes of use. The facility has had different scrub sisters recently. The surgeon stated that believed this will probably turn out to be tass, due to a denatured protein from inadequate cleaning of a reusable instrument. Additional cases of tass were reported on the following day with cases 1 and 4. Both cases presented with anterior inflammation one day post operative, one with hypopyon. The facility uses 3 trays of reusable instruments, thus there may be a contaminated instrument.

Manufacturer narrative:
The company consumer affairs analyst reviewed the directions for use with the customer. A copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" was sent to the customer. The surgeon stated he asked the staff to thoroughly re-clean all the reusable instruments. The surgeon stated he has had no further cases of tass. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, and under the leadership of dr met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed. (Cleaning, inadequate). This report was mailed to FDA on: 09/11/2009.